Event description:
Customer reported that the injection site septum inverted when entry was attempted. The septum ended up inside the buretrol. Only corrective action was replacement of the buretrol set. There was no adverse event for the patient.